Event description:
Boston scientific crm received information that this device was explanted for normal battery depletion. There were no known allegations against the device, and no reports of adverse patient effects. This device is included in the mid-life display of replacement indicators advisory population initially communicated 3/10/2007.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, a review of device memory revealed that the elective replacement indicator (eri) was declared after a charge time of 20.8 seconds, and the end of life (eol) replacement indicator was declared 30 days later with a single charge time of 30.2 seconds at a monitoring voltage of 2.46 volts. The maximum charge time while the device was implanted was 45.1 seconds. The device was explanted approximately two months after eol was declared. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use and programmed settings. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. This issue is discussed in the quarter 3, 2010 product performance report.